Manufacturer narrative:
(B)(6).

Event description:
The subject was enrolled into the (B)(6) registry. Two days post index procedure, the subject developed 3 degree av block. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject received loading dose 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Post procedure/pre-discharge transthoracic echocardiogram revealed mean pressure gradient of 9 mm hg, ejection fraction of 56% and no aortic regurgitation. Of note, there was no new conduction disturbances noted post bav. Post procedure event details: two days post index procedure, the subject developed 3 degree av block. Based on examination, a permanent pacemaker was recommended. Five days post index procedure, a new permanent pacemaker was implanted. There was no diagnostic testing performed and the event resulted in prolongation of hospitalization. At the time of reporting, the event was considered to be recovering/ resolving. Seven days later, the subject was discharged on aspirin.